Event description:
It was reported the head of the screw splayed during insertion. The screw was explanted and replaced with another screw. The explanted screw was not returned as the facility could not locate it after the surgery. No adverse effects were reported as a result of this event.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.